Event description:
A hospital in (B)(6) reported that the 900mr810 reusable adult breathing circuit was damaged near the cuff after cleaning it two times. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 reusable adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected and the bead width, bead height, outside diameter and film thickness were measured. Results: visual inspection revealed a tear approximately 4.5 mm long near the patient end connector. The bead width, bead height, outside diameter and film thickness were within specification. A lot check revealed one other complaint of this nature for lot 141211. Conclusion: we are unable to determine what may have caused the damage noted on the returned 900mr810 breathing circuit. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuits state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that the 900mr810 reusable adult breathing circuit was damaged near the cuff after cleaning it two times. This was found prior to patient use.